Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that an alert was received via the remote monitoring system indicating this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting long charge times. A revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. A firmware download was completed. There were no suspicious system errors noted. Upon further review, a long charge error was observed. This consisted of 20 second charge time. Two full energy shocks were commanded, the first was delivered in 9 seconds and the second was delivered in 8 seconds. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Further investigation of the high voltage capacitors did not reveal any issues that would result in the 20 second charge time. As a result, the cause of the 20 second charge time could not be ascertained.